Event description:
The customer reported that following a liver rf ablation procedure when the pad was removed, a 2nd degree burn was noted on the pt's thigh. Four grounding pads were used during the procedure. Two on the right thigh at the upper and lower part, and two on the left thigh at the upper and lower part. The pt was sent to the dermatologic dept. The type of treatment provided is unk. The incident pad was discarded.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the customer and is not available for eval. If add'l info pertinent to the incident tis obtained, a follow-up report will be submitted.